Manufacturer narrative:
Evaluation results: one blue line ultra (blu) tracheostomy tube was returned for investigation in used condition. The returned sample was visually inspected at a distance of 12 to 16 inches and under normal conditions of illumination. No discrepancies were found. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect for any leakage. Leakage was observed coming out from a tear in the cuff.

Event description:
Information was received indicating that the cuff to a smiths medical portex® blue line ultra® tracheostomy tube observed to be leaking. Subsequently, a trach tube change out was performed with no reported adverse effects.